Event description:
It was reported to covidien on 7/31/2009, that a customer had an issue with a foley catheter. The customer states that the pt had a foley catheter inserted in (B) (6) 2009. The catheter was removed prior to discharge also in (B) (6) 2009. In (B) (6) 2009, the pt reported passing the tip of this catheter during urination. The customer stated that the pt has three foley catheters placed during this hosp admission. The pt had brain surgery and had his first foley catheter placed in the operating room; it was then discontinued by the nursing staff in the pacu. Once the pt was transferred to the floor, he had a second catheter placed, as he was on bed rest. As a result of confusion, the pt traumatically pulled out the second foley catheter. The nurse on duty at the time told the risk mgr that she did examine the catheter after the pt pulled it out, and the catheter tip was present at the time. Subsequently, a third catheter was placed because the pt was not putting out a sufficient amount of urine. This catheter was discontinued without incident by nursing staff several hours prior to discharge. It was reported that the pt was voiding normally prior to discharge from the hosp. When interviewed by (B) (4), risk mgr, the nursing staff reported that all of the catheters were intact after removal.

Manufacturer narrative:
(B) (4). An investigation is currently underway upon completion the results will be forwarded.